Event description:
Customer stated that the device overheated during a procedure. The procedure was completed using the same drill. There was no delay and no medical intervention required during the procedure.